Event description:
It was reported that the patient had "been taken for emergency decompression/laminectomy surgery due to a hematoma." Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Programmer model #8835 serial# (B)(4). Catheter model 8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unk.

Manufacturer narrative:
(B)(4).